Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.5ml x 31g x 6mm experienced missing label information. The following information was provided by the initial reporter: lot not match position = 2 sp and dented = 1 sp.

Event description:
It was reported that 2 syringe 0.5ml x 31g x 6mm experienced missing label information. The following information was provided by the initial reporter: lot not match position = 2 sp and dented = 1 sp.

Manufacturer narrative:
H6: investigation summary customer returned several images of shelf cartons for 0.5ml, 31 gauge, 6mm syringes from lot 0308727. One shelf carton is visibly compressed on its top. Another shelf carton features the lot number, manufacturing date, and expiration date printed on the incorrect side of the carton while remaining on the correct location of the face of the carton. A review of the device history record was completed for batch# 0308727. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of shelf carton damage, package printing defect. H3 other text : see h10.